Manufacturer narrative:
Correction: g3, h2, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a leak could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident of a leak could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, blood leaked from the hemostatic valve prior to catheter insertion. This occurred after removing the dilator. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.